Manufacturer narrative:
The serial number of the e 402 analyzer is (B)(6). Calibration data was acceptable. The field service engineer checked the analyzer. The mixer, reagent, and sample pipettes were inspected. The pre-wash system was checked. The pipette lines and pre-wash lines were cleaned. Mechanism checks were performed and dripping was observed in the aspiration line. A valve was replaced and another valve was disassembled, cleaned, and inspected. The dripping was resolved. The system lines were purged and mechanism checks were performed. The customer confirmed that the analyzer was working without errors. All initially reactive samples (results = 1.0 coi) should be re-determined in duplicate with the elecsys hiv duo assay. Repeatedly reactive samples must be confirmed according to recommended confirmatory algorithms. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. The elecsys hiv duo assay performs within specification.

Event description:
The initial reporter stated they received questionable positive results for one patient sample tested with elecsys hiv duo on a cobas pure e 402 analytical unit. No questionable results were reported outside of the laboratory. The sample initially resulted in an hiv duo value of 15.5 coi (reactive). The sample was repeated, resulting in an hiv duo value of 14.2 coi (reactive). The sample was repeated again on (B)(6) 2026, resulting in an hiv duo value of 14.7 coi (reactive), with an anti-hiv sub-result of 14.7 coi (reactive) and an hiv ag sub-result of 0.204 coi (non-reactive). The sample was sent to other laboratories using unknown methods and the hiv results were negative.